Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported use of u by kotex sleek regular tampons. Consumer is concerned that pieces left behind from the tampon may be related to her diagnosis of a uterine infection.